Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot numbers 4050231, 4137938, 4067519, 4082028, and 4043303. The review did not reveal any non-conformances during the production process for lot numbers 4050231, 4137938, 4082028, and 4043303 that could have contributed to this reported incident. The review did identify a possible non-conformance during the production process for lot number 4067519 that could have contributed to this reported incident. The non-conformance was related to package perforation. For lot number 4067519, it is probable that the reported incident resulted from the cross-cut blade on the multivac machinery. These blades were replaced at the time of the detected non-conformance; however, the issue may have been intermittent prior to the point of discovery, resulting in some defective product getting released. To aid in the investigation of this issue, one (1) picture sample was received; however, the picture sample did not show the reported defect. A significant amount of in process testing is performed during the manufacture of each posiflush lot produced. The blister pack machine operator checks twenty (20) units per hour and the secondary packing operator checks a further thirty (30) units per hour. In addition, final inspection is performed on thirty (30) units per pallet by quality control inspectors. There were no reports of poor perforations during any of these inspections. Based on the investigation results, an exact cause could not be determined for this reported incident. Previous investigations have identified that this defect may be caused by the incorrect method of separation. It is recommended that blisters are separated on a horizontal plane. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
D. Additional batch numbers reported with this issue by this customer for material #306572: 4050231 mfg 2024-02-19 exp 2027-01-31. 4137938 mfg 2024-05-16 exp 2027-04-30. 4067519 mfg 2024-03-07 exp 2027-02-28. 4082028 mfg 2024-03-22 exp 2027-02-28. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs/sf pouch perforation problem. The following information was provided by the initial reporter, translated from german to english: defective sterile packaging/perforation. Poor perforation; therefore, the sterile packaging is damaged when it is torn off. When did the incident occur? Before use.